Manufacturer narrative:
Evaluation: results - the returned product was received and tested. The lead segment tied to channels 1-8 were cut and the cut was consistent with explant procedure. Visual inspection of the cut lead segment revealed a kink with all wires broken at approximately 5cm from the strain relief. The kink/broken wires was consistent with an overstress condition the lead was subjected to while implanted. Visual inspection of the segment tied to channels 9-16 revealed no anomalies. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient's lead was explanted and replaced with a new lead due to invalid impedance readings. The patient reported effective stimulation post-operative. No patient complications were reported.